Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The evaluation identified that the balloon was able to deflate in 16 seconds. The definitive root cause has not been established. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model v1840200 pta balloon dilatation catheter allegedly experienced a deflation issue and device-device incompatibility. This information was received from one source. The malfunction involved a patient without consequence. The involved patient was reported to be a 69 year old female without weight provided.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model v1840200 pta balloon dilatation catheter allegedly experienced a deflation issue and device-device incompatibility. This information was received from one source. The malfunction involved a patient without consequence. The involved patient was reported to be a (B)(6) year old female without weight provided.